Manufacturer narrative:
(B)(4). Returned for investigation was an 8.0fr teflon sheath w/sidearm and dilator assembly from the semi-finished insertion kit for the 40cc ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a cardboard box and was in a clear plastic bag. Upon return, the dilator was fully inserted into the teflon sheath, and the dilator hub was noted in locked position with the teflon sheath hub; no loose connection was noted. The hub and tip of the teflon sheath appeared typical. Buckling was noted to the sheath extrusion. The hub and tip of the dilator appeared typical. Spots of dried blood were noted on the exterior surfaces of the returned sample. Dried blood was noted within the interior surfaces of the dilator. No visual damage or abnormalities were noted to the returned sample. The iab catheter was not returned with the sample. The customer submitted photos. The first photo shows the original packaging label on the original packaging box with the serial number and lot number information, which matches the lot number on reported on the complaint report. The second photo shows buckling to the sheath extrusion. The third photo shows the teflon sheath w/sidearm and dilator assembly within the clear plastic pouch. The dilator was removed from the teflon sheath without any difficulty. A lab inventory fully wrapped 40cc ultraflex intra-aortic balloon catheter (iabc) was inserted into the returned teflon sheath without any difficulty. The distal hemostasis cuff was connected to the teflon sheath hub without any difficulty. The hemostasis cuff and teflon sheath connection were secure; no loose connection was noted. The returned sheath was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The returned dilator was aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood exited. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Corrective action is not required. The reported complaint that the "sheath connection was insecure" is not confirmed. No damage or abnormalities were noted to the returned teflon sheath and dilator upon receipt of the sample. No loose connection was noted during the functional testing of the returned device. The iab catheter was not r eturned with the sample. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the sheath connection was insecure and tended to migrate backward during use". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".